Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. A cup simulant was used to simulate attachment and detachment from the offset cup impactor. When attempting to rotate the drive chain counter-clockwise to remove the cup simulant, the blue knob rotated but the drive chain did not, which left the cup simulant threaded to the drive chain. The blue knob displayed severe material deformation, likely caused by pliers being used to tighten an implant to the offset cup impactor, loosen an implant from the offset cup impactor, or both, which is not the intended use of the device. The pin holding the blue knob to the shaft had fractured into three (3) pieces. The deformation and fractures observed on the pin suggest it was fractured rotationally. There were other numerous observations as well. The locking plate was difficult to pull down to remove the drive chain, and subsequently would stick in the down position and was difficult to push back into the place to lock the drive chain in place; the ratchet key teeth had several nicks and gouges; the ratchet housing weld was cracked all around, however, it functioned properly while simulating attachment/detachment of the cup simulant and the reported event does not suggest the impactor released or was unable to tighten during impaction of the implant; there were scratches, nicks and gouges observed throughout the complaint sample. A manufacturing review did not reveal any discrepancies. In summary, the observed material deformation on the blue knob and the fracture of the pin holding the blue knob to the drive chain shaft are not consistent with intended use. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that the greatbatch cup impactor locking mechanism broke while impacting cup. Would not unscrew the cup in the patient. The cup was removed and another set was used to complete the procedure leading to a five minute delay. No adverse events were reported as a result of the malfunction.